Event description:
The pt called lifescan and alleged the one touch profile meter was displaying the redo check, not ok message. The medical affairs specialist unsuccessfully attempted to call the pt. No readings were given. The pt spent 2 days in the hosp, no readings known, "insulin shot given," no diagnosis reported. The customer care rep performed troubleshooting and the meter continued to show redo check message. There is indication the product malfunctioned, however insufficient info to indicate the product led to a serious injury. No readings, vague treatment, no diagnosis. A letter was sent to the pt to obtain more clinical info.